Event description:
"It was reported that intravenous catheter 20g vialon 381234 lot 4177835 fv 30/06/2029, which according to the report ¿when the patient is punctured, the chamber is not full and when it is retracted, the catheter is damaged and many times the core does not pierce the skin, besides they are almost blunt¿. Medical device available for evaluation? Yes, has the device been used more than once? Yes".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.